Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip was broken. This was noticed outside the pt's leg. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there was no non conformities with the device and no evidence of blood. A functional test was performed on the device. The dissection tip was not able to be assembled onto a reference endoscope, the threads did not catch. Based upon this, the reported complaint was confirmed. (B)(4).